Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via a device manufacturer representative indicated that the cause of the withdrawal was due to the patient missing a refill appointment. It was reported that he pump was refilled and the issue was resolved. No further complications have been reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving morphine (15 mg/mg at 4.3 mg/day) and bupivacaine (30mg/ml at an unknown dose) via an implantable infusion pump. It was reported that during a pump refill the expected reservoir volume was 3.2 ml but the pump was empty. Post refill the patient began to experience symptoms of withdrawal (increase of pain, itching and agitation) and went to the emergency room. It was noted that the patient had missed an earlier refill appointment and had to reschedule the refill. The pump was interrogated and programmed to minimal rate. It was unknown if the issue was resolved; the patient was alive with no injury. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the device manufacturer representative indicated important patient information. No further complications have been reported.